Event description:
It was reported the impedance had been decreasing, and the unipolar impedance, 396 ohms, was higher than bipolar, 367 ohms. This was noted to be suggestive of inner insulation degradation. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.